Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
This report was originally submitted on 08/10/2017, and is being resubmitted on 3/20/2020 as the original submission failed to go through. A patient with copd has a helios h46 from which he fills the portable unit. On (B)(6), the base unit was filled by the service driver. On (B)(6) the patient stated low o2 was being released from the portable unit. The bed was wet and the patient started to panic and he hit his head on the headboard and suffered a small bump. His wife and he tried several times on (B)(6) to make the unit work, but the oxygen situation did not change. The base unit was also not releasing oxygen, as its humidifier adapter was broken. The patient's wife took him to the hospital the following afternoon. There, the patient showed signs of hypoglycemia (probably because of the panic). His saturation was at 60% and raised to 80% with the oxygen therapy in the hospital. The collection of the unit and an examination was conducted on (B)(6) by the customer. The portable unit was all right and no damage was found. The humidifier adapter was broken on the base unit causing the oxygen to not be able to flow from the unit. The patient was discharged from the hospital on (B)(6).